Event description:
It was reported that the patient had pre-syncope and holter revealed 3 second pauses. Oversensing was reproduced via pocket manipulation bipolar, but not unipolar. The lead was removed from service. No patient complications have been reported as a result of this event.